Manufacturer narrative:
The reported event of a dislodged leaflet was confirmed. One leaflet was fractured and dislodged from the orifice. No other damage was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the root cause of the leaflet dislodgement could not be conclusively determined, there was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflets. The damage may have been caused by some external force applied to the valve which overstressed the carbon material.

Manufacturer narrative:
Additional information for: g3, g6, h2, h6, and h10 the reported event of a fractured leaflet could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a female patient was admitted to the hospital with severe mitral stenosis(ms), severe rheumatic heart disease(rhd) and severe aortic stenosis(as). The patient was posted for a double valve replacement(dvr) and tva. A 19mm regent heart valve (sn: (B)(4)) was selected for implant in the patient's native aortic valve. During the procedure the leaflet of the valve broke during placement of the sutures all pieces of the fractured leaflet were recovered and the valve was replaced with a competitor's valve. The patient did not experience any serious injuries and the patient remained hemodynamically stable throughout the procedure. There was a 30 minute delay in the procedure included bypass time. The patient is currently stable.